Event description:
On (B)(6) 2011, pt reported he has been having issue with is up and down arrow buttons on the infusion device. Pt stated the down arrow button hasn't been working for the past 2 months. Pt reported the up arrow button was intermittent. Pt stated now the down arrow button and the up arrow button both don't work. Pt is currently on his backup infusion device. Pt reported he noticed the issues when he was attempting to bolus. Pt stated the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.